Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving intrathecal unknown baclofen (2500 mcg/ml at 650 mcg/day) via an implantable pump for intractable spasticity. It was reported that that a month ago the pump was moved from one side to the other, the rep did not know why. It was noted nine or ten days later the patient started having episodes where they would appear to be overdosed on baclofen, and the patient would go to the emergency room (ER) where they would give her a bag of fluids, told her she's dehydrated and would be okay. They did CT scans and the patient had two mris in this time. There were three total episodes like this over the past month with the most recent being on saturday. It was reported the surgeon did not think it was the pump and the husband of the patient did not think it was the pump. It was noted the patient had basically been on the same dose of baclofen since they got their first pump and the dose was not adjusted when pump was moved a month ago. Agent reviewed option to check the pump volume for accuracy to ensure pump was delivering the correct volume. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative indicated that the rep found out that the pump had been revised when they met the patient and her husband at the emergency room (ER). The reporter did not have any specific information about the pump revision. There were not any diagnostics or troubleshooting performed that the reporter was aware of related to the episodes of overdose. In regards to if the cause of the overdose episodes was determined, the reported stated "not that I am aware of". The patient's dose and therapy had not been changed, so an unintended delivery of a pump medication in a manner greater than prescribed was "suspected as a possibility", which resulted in the overdose symptoms. While the rep was with the patient, the pump volumes were not checked. It was unknown if any actions/interventions were taken to resolve the event. It was unknown if the event resolved. It was unknown if the patient appearing to be overdosed on baclofen was related to the device, therapy and/or previous pump revision procedure. The rep had not heard any updates on the patient.